Event description:
Additional information was received from a consumer via a manufacturer representative (rep) reporting the patient is not able to consistently connect to the implantable neurostimulator (ins) or get good coupling for a while. They have tried adhesive discs and notified their physician and a rep. The patient stated they have to practically stand on their head to get a connection and then it takes 2 hours to charge. The caller knows they are in a good spot/right over the ins and the ins does not feel too deep, but the ins is in the abdomen. The best they obtained today was 4 bars, but then it went to 0 bars. They performed antenna locate (al), the average was around mid 40s to mid 50s, even when turning the antenna dial, and still got 0 bars. The patient had a neck/brain MRI recently but the ins was turned off for that and they have not had any recent falls/traumas. When they used the implantable neurostimulator recharger (insr) at the physician's office, it worked immediately. The rep tried their personal insr again and was only getting 0-2 bars at that time. It was reviewed a replacement antenna would be sent but would likely not resolve the issue. If not resolved, the healthcare provider (hcp) should examine the pocket and/or pocket location to consider for a revision and obtain imaging to ensure the ins is not flipped. It was suggested the patient try their best to continue charging and maintain some charge on the ins. They inquired about the new wireless recharger (wr) since this issue is compromising the patient's quality of life and information was reviewed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause was not determined and the new antenna is being sent. The issue did not resolve and no actions have been taken or planned yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating no charge was what led to the issue. It was noted that readjusting and only standing while charging helped resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was able to get 8 coupling boxes if she stood and stayed still. The caller stated if she sat or moved the coupling boxes would go to 4, 2, or 0. The caller stated she was using the recharger belt. The caller stated the issue had progressively gotten worse. The caller stated there was no visible damage to the recharging antenna. The patient was sent adhesive disks and suggested patient call back if issue persists. No symptoms or complications were reported or anticipated.